Event description:
It was reported that during a da vinci sigmoid colectomy procedure, it was noted that the endowrist one vessel sealer instrument was not sealing, which resulted in more bleeding than expected. Reportedly, the surgeon utilized a 3rd party device to secure hemostasis. The planned surgical procedure was completed. On (B)(6) 2014, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint. According to the initial reporter, the surgeon's surgical notes indicated that the endowrist one vessel sealer instrument was used during vascular division. As the inferior mesenteric artery (ima) was approached there was difficulty with recurrent bleeding at the site. The initial reporter was unable to provide any additional information regarding the reported event.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. The endowrist one vessel sealer instrument passed seal testing on an in-house is3000 system using a wet white paper towel. White smoke was observed coming from the paper towel. The instrument also passed electrical continuity testing. Grip testing performed found that the instrument's grip performance measurements were within specifications. The straight orientation was 6.77lbf, the pitch orientation was 6.28lbf and the yaw orientation was 6.70lbf. The jaw gap measurement was .002 and was within specifications. Resistance was measured for both grips and both measured at 1ohm. The resistance measurement was within specification. Failure analysis investigation also found that both of the instrument's conductor wires were undamaged. Light debris was found at the snake wrist and on the surface of each of the instrument's electrodes. The bottom gears involved in the clamping mechanism within the housing exhibited red material between the teeth and bearings located on the opposite end of the bottom gears. Isi had made several attempts to obtain additional information regarding the reported event; however, as of the date of this report, no additional information has been provided. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci sigmoid colectomy procedure, the patient experienced recurrent bleeding while the surgeon attempted to seal the patient's ima. Based on the information provided, the surgeon was able to obtain hemostasis utilizing a 3rd party device.